Event description:
During the lead revision, insulation damage was noted on the rv lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a partial lead was returned in one piece for analysis. Visual examination revealed an external insulation abrasion at the proximal region of the lead. The abrasion breached all the lumens and the analysis also revealed an abraded cable coating. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise causing oversensing on the right ventricular (rv) lead was noted. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.